Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump's screen was badly scratched and they could not read the display. The customer's blood glucose level was 5 mmol/l. The customer also reported that the stickers on the front came off and it was not waterproof. The customer was assisted in troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with minor scratched lcd window and serial number label peeling. Test reservoir lock properly inside the reservoir tube.